Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stimulation turned to 0.0ma without pressing any buttons. Adaptive stim (as) was activated and works without problems. There were no external contributing factors. Diagnostics/troubleshooting was performed, the impedances were okay. The issue was not resolved. Surgical intervention of ins explant was scheduled for (B)(6) 2019. The patient was alive with no injury. No further complications were reported or anticipated.